Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Only the distal tip electrode portion of the lead was returned. Without return of the entire lead, a complete analysis could not be performed. Analysis found multiple internal abrasions on thelead between 10cm and 27.3cm from the distal tip.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the lead. There was also an increase in capture threshold. A chest x-ray revealed that the insulation was damaged and the conductor coils had separated. The lead was explanted and replaced.